Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and evaluated at service center. The complaint is confirmed. On inspection, fischer cap was found disconnected, engine was in poor condition (corroded motor), but cable was in good condition. Replaced defective motor. The possible root cause could be the fluid ingress into the motor compartment. ¿this serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo.¿ at this time, no corrective action is required, and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the 8022 hand pc tornado shaver device cut out the board. It was further clarified that the device made the dashboard non-functional. There was no delay in the procedure; however, it was unknown how the procedure was completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.